Event description:
It was reported that the patient experienced extracardiac stimulation. Elevated pacing thresholds and decreased sensing were noted on the right ventricular (rv) lead. A chest x-ray confirmed a lead dislodgement. During the revision, an attempt was made to retract and redeploy the lead, but was unsuccessful. Body tissue was found embedded within the helix mechanism. The rv lead was replaced with a new lead. There were no adverse health consequences to the patient.